Event description:
This hook is not sharp and did not perform in surgery as expected. As a result the procedure was prolonged 15-20 minutes because the physician had to use many other instruments to do what this one should have done. The pt is fine.